Event description:
A replacement intervention due to normal battery depletion was performed on (B)(6) 2021. According to a doctor, during a follow-up check on (B)(6) 2021, when interrogating the device, the pacing mode was changed from safer-r to ddd, the output was changed to 3.5v, and polarity was changed to unipolar. Since aida was not programmed and the situation could not be understood, it was decided to replace the pacemaker after changing only the polarity to bipolar. An interview with the patient revealed that she had had left anterior chest cramps and occasional palpitation since the end of last year. However, the symptoms disappeared by returning to bipolar. It was said that there was no MRI examination history, surgery history, or strong impact that would lead to damage.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
A replacement intervention due to normal battery depletion was performed on (B)(6) 2021. According to a doctor, during a follow-up check on (B)(6) 2021, when interrogating the device, the pacing mode was changed from safer-r to ddd, the output was changed to 3.5v, and polarity was changed to unipolar. Since aida was not programmed and the situation could not be understood, it was decided to replace the pacemaker after changing only the polarity to bipolar. An interview with the patient revealed that she had left anterior chest cramps and occasional palpitation since the end of last year. However, the symptoms disappeared by returning to bipolar. It was said that there was no MRI examination history, surgery history, or strong impact that would lead to damage.